Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate. Concomitant medical products: PICC lumen; (2) saline flush-manufacturer syringe not provided.

Event description:
It was reported that the lipid tubing and the 1.2 micron filter extension set was changed the previous evening per protocol. At mid- morning the filter extension set was changed due to occlusion alarms however at 5pm the filter occluded again and was unable to flush the line. The rn stated "the lipid filters have essentially been changed every 12 hrs. Due to becoming clogged. As the user was about to discard the filter the user flushed the line a second time without difficulty." Although requested, no further details were provided by the customer for this event.